Event description:
Pt was revised to address loosening of the femoral component, wear and fracture of the insert and osteolysis (left side).

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not identify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.